Manufacturer narrative:
Block b3: date of event was approximated to 08/01/2025 based on the date the manufacturer became aware of the event. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of catheter detached.

Event description:
It was reported that a jinro pigtail nephrostomy catheter sets was used during a percutaneous nephrostomy procedure. Reportedly, one week after placement of the nephrostomy catheter it was found that the boundary between the shrink tube and the catheter shaft had separated. The procedure was completed with a different device with no patient complications.